Event description:
It was reported that during a peripheral angioplasty treatment procedure involving the superficial femoral artery, the distal tip of the zipwire ss 035/260 angled guidewire lost its hydrophylic coating - it was a bare wire. The zipwire was removed and replaced with another guidewire to successfully complete the procedure. Although the patient was asymptomatic, the clinician is unable to confirm whether the coating was retained, in the patient's body rather than in the sheath, or outside of the patient's body and is therefore under the assumption that a 2-3 cm portion of the coating remains somewhere inside of the patient's body. Patient status is reported as "fine."

Manufacturer narrative:
The device has been received for analysis, but requires additional investigation, which is not complete at this time. A supplemental medwatch report will be filed when the analysis is complete.